Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with 100 units of insulin. The customer reloaded the cartridge but did not disconnect from the infusion set tubing and delivered 10.2 units of insulin while connected. Reportedly, the customer's blood glucose (bg) level was under 60 (mg/dl), and the customer consumed carbohydrates and brought bg level to 93 mg/dl. The customer loaded a new cartridge successfully.